Event description:
Related MFR report: 1627487-2019-12021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-12021. It was reported the patient under went removal of the drg system. Reportedly, during the removal procedure the physician noticed the lead extension was frayed with defective sheathing of the lead / electrode. The lead / electrode had torn from its sheath. The physician experienced difficult removing the electrode, and image magnifier was needed to recover the electrode which was stuck in the cervical space. The physician successfully removed all devices.